Event description:
It was reported that the patient had the artificial urinary sphincter cuff component removed, deactivated, and the tubing plugged due to recurring incontinence and possible atrophy from an unhooked cuff. Boston scientific has been unable to obtain additional information regarding the circumstances.